Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker¿s battery had five months remaining longevity. During the previous check seven months ago, the device showed four years remaining longevity then after 3 months, the device showed two years remaining longevity. Analysis was performed which indicated that the power consumption of this device has been increasing during the last year. Additional information indicated that device exhibited premature battery depletion (pbd). The pacemaker was explanted. No additional adverse patient effects were reported.